Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function/unit will not start. The key failure is the capacitor is defective. Additional malfunction is the power switch is defective.